Event description:
It was reported that the pump read empty but there was still medication remaining- 20ml. The patient explained that there 7ml overfill so about 13ml of dose remaining. Reviewed settings, upstream sensor: on. No further questions at this time. Patient not affected. No patient injury. No additional information.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a inaccurate delivery is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.